Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported patient expired at home under unknown circumstances. The lvad coordinator spoke to the spouse who stated that the patient had been feeling tired and depressed in the days prior. The spouse had gone to check on the patient in the other room and found him expired in his chair. A log file was reviewed by the manufacturers technical service representative and low voltage hazard alarms were confirmed, with low voltage hazard alarms at the end of the log file as well. There were no other unusual events within the log file. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller log file dated from 09sept2017 through 18oct2017 was sent for review. It should be noted that on (B)(6) 2017, multiple low battery hazard alarms were captured due to depletion of the external batteries. The event led to the activation of the emergency backup battery (ebb), and the pump support was not interrupted. The alarms resolved upon re-connection to the power module. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. No further information was provided. No device-related issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.